Event description:
It was reported there was damage on the upper connecting piece of the screw. The screw was replaced and there was no injury to the patient.

Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.